Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt contact was opening the door to remove the tubing set being used there was a bunch of liquid coming out from the inside door area. Pt's wife states no ill effects, antibiotics administered as a precaution, effluent has remained clear. Pd nurse reports pt experienced no ill effects from occurrence and already being treated with antibiotics for infection that pre dates this event. Effluent has remained clear. There is a sample available for evaluation.